Event description:
Based on the report pt present to ER with leaking PICC. Decision made to remove PICC. Upon removal, catheter noted to be shorter than 40 cm inserted. CT scan showed retained piece in pulmonary artery. Cardiac catheterization performed to retrieve retained portion of PICC line. Successful.